Event description:
During baxter's evaluation of a device downstream occlusion alarms were present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was received inoperable due to a constant downstream occlusion, corresponding with the original reported symptom of ec306 caused by a failed I/o pcb (specific component unidentified). The failed I/o pcb was replaced.